Event description:
Aventis case ID: (B)(4). Initial information for this spontaneous case was received from a physician on feb-01-2008: a (B)(6) female initiated therapy with poly-l-lactic acid (sculptra), therapy dates not specified. The poly-l-lactic acid was injected into the cheeks for weight loss. The patient has metastatic cancer, (primary and metastatic sites of the cancer were not specified.) The patient had a positron emission tomography, (pet) scan which showed calcium "specks" in the cheeks. (Consumer has no nodules.) The radiology report states that the specks could be due to the metastasis of the cancer. There are "spots" in other parts of the body. A computerized tomography (CT) scan showed similar results. The CT scan showed similar spot/"specks" in other parts of the body. The physician stated that there are no palpable masses associated with these findings. The results of a magnetic resonance imaging (MRI) study are not back yet. Physician requested information concerning whether the calcium specks could be related to poly-l-lactic acid. No further medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event occurred. Any source of calcium specs is present in sculptra. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.